Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected h6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was received of the patient's anatomy. Tortuosity was observed in the patient's aorta. The attempt to deploy the valve while not between the markers was unable to be confirmed as no relevant, procedural imagery was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege any labeling issue. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''the physician over aligned the valve too far distal, past the should of the balloon during fine adjustment. It was an inexperienced surgeon and there was no allegation it was due to a malfunction or difficulty using the devices. When the physician attempted to deploy the valve it embolized because it was not properly aligned and the balloon did not fully expand. The valve was explanted from the patient.'' Per the training manual, the user is instructed to use the fine adjustment wheel to position the valve between the valve alignment markers. Also, it instructs ''do not position the valve past the distal valve alignment marker.'' Additionally, the IFU and procedural training manual instruct the user to check to ensure that the thv is exactly between the valve alignment markers prior to deployment. It states, ''slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap.'' Despite the valve misalignment, they opted to proceed with valve implantation, rather than retracting the valve. Therefore, the event can be attributed to use error (not following instructions). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the clinical specialist, during a tf tavr case the physician over aligned the valve too far distal, past the should of the balloon during fine adjustment. It was an inexperienced operator and there was no allegation it was due to a malfunction or difficulty using the devices. When the operator attempted to deploy the valve it embolized because it was not properly aligned and the balloon did not fully expand. The valve was explanted from the patient, who remained stable and was discharged.

Manufacturer narrative:
Investigation is ongoing.